Event description:
Ous MDR - the lead impedance was gradually increasing and had reached around 2000 ohms on (B)(6) 2013. Although no noise was observed, the physician suspected lead failure. During the revision procedure, the lead impedance was measured by a psa and was found to be about 2000 ohms, which was the same as the programmer. No damage was seeing on the x-ray. This lead remains implanted and a new lead was implanted on (B)(6) 2014.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the received data. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Subsequent analysis of the received data confirmed the clinical observation. The lead pacing impedance increased gradually reaching values around 2000 ohm. However, based on the information available the root cause could not be determined. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.